Manufacturer narrative:
Using a test battery cap, the pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, scratched keypad overlay, pillowing keypad overlay, and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. The pump did not have a battery installed when received. The pump was received without the original battery cap. Using a test battery cap, the pump powered up properly after the test battery was installed. The pump was monitored for 5 days. No blank display noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Please see below for the boluses listed on the event date 16-jun-2023 in the pump history file. (B)(6) 2023 06:12:24.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 9.4 bolusamountdelivered = 9.4 (B)(6) 2023 11:18:22.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 10 bolusamountdelivered = 10 (B)(6) 2023 13:17:08.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 10 bolusamountdelivered = 10 please see below for the daily total of all insulin delivered on the event date 16-jun-2023. (B)(6) 2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered = 46.2 dailytotalofbasalinsulindelivered = 16.8 dailytotalofbolusinsulindelivered = 29.4 there were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 16-jun-2023 in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 23 mmol/l and a blank display. The customer was hospitalized due to diabetic ketoacidosis. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event and whether the customer used the auto mode feature. No further patient complications were reported. Troubleshooting was performed and the issue was not resolved. The customer will discontinue the use of the pump and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.